Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer to confirm the reported problem, but the customer did not respond, and the case was cancelled. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : no response from customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the department is saying that the patient's room isn't alarming, when something goes wrong. The device was not in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.